Event description:
A (B)(6) customer tested her blood glucose using her contour usb meter and received a reading of 0.6 mmol/l. She retested using her contour meter and received a reading of 7.0 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.